Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage on electronic assembly. No stuck buttons or ramping numbers on their own anomaly noted. Moisture damage was found on the motor assembly. The device was also received with missing address serial label, scratched lcd window, cracked case near display window corner, cracked reservoir tube lip and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was dropped into the toilet. The customer also reported that the numbers on the screen were ramping on their own and the device had a missing label sticker. Blood glucose value was 107 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. He stated he had reverted to manual injections. The insulin pump was replaced and returned for analysis.